Event description:
It was reported that the patient's skin broke down while on the mattress. No clinically relevant delay in treatment was reported.

Event description:
It was also reported that the patient's skin broke down while on the mattress. No clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the unit could not be located by the hospital or technician for evaluation. Mattress could not be located to perform evaluation.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.